Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the mega suture cut needle driver instrument was broken. There was no report of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: there were no cables visibly protruding from the distal end of the instrument, and no portion of the instrument broke off or become detached during the procedure.